Event description:
Additional information received from the patient reported that walking in a pool led to their static buzzing sensation. The patient reported that they were adjusted and have been fine for four weeks.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had been feeling a static buzzing sensation from stimulation and the sensation was different from what she felt before in (B)(6) 2014 (see manufacturer's report # 3004209178-2014-24315). These buzzing incidents have occurred at least a dozen times since (B)(6) 2014. This sensation became worse after a reported patient fall in (B)(6) 2015; the patient slipped and hyperextended. This was considered a sudden change in therapy/symptoms. It was noted that the reported stimulation issue was not related to positional movement, and there was no recent medical test or emi environmental exposure. The healthcare professional reprogrammed the device from (B)(6) 2015 to (B)(6) 2015 before it was found there was a lead issue, and a revision of the leads occurred on (B)(6) 2015. Since the revision, the patient was doing well until she got back from vacation. The week after, the static buzzing sensation returned. The patient also had pain when leaning back in a chair. Stimulation felt fine when the patient was standing, walking, or sitting straight up. The patient was reprogrammed on (B)(6) 2015 so that stimulation was on for 10 minutes and off for 1 minute, but the issue remained. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#38112;indications for use included spinal pain and complex reg pain syndrome type I.